Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, routine follow-up cta detected a potential type iiib (strata) endoleak. The physician will re-image in another six months to visualize if the aneurysm has expanded and reline at that time if confirmed. The patient is in stable condition.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type iiib endoleak of the cuff. The clinical assessment determined that there was also evidence to reasonable suggest sac growth of 20.5mm occurred that was not included in the event as reported. The sac growth was discovered during review of the 72 month post implant CT scan. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined. The final patient status was reported to be in stable condition under surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Additional information: PMA/510k, add patient code 1708; add method code 3331, 4112. Correction: remove result code 3233 and add 4247; remove conclusion code 11 and add 22, 4301.

Event description:
Additional information received per clinical assessment confirming that aneurysm enlargement was also present at the time of the event.